Manufacturer narrative:
Detailed product information was not provided to boston scientific. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead presented an out-of-range right ventricular (rv) pacing impedance measurement alert due to exhibiting a pace impedance measurement of 200 ohms which led to a lead safety switch. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead presented an out of range right ventricular (rv) pacing impedance measurement alert due to exhibiting a pace impedance measurement of 200 ohms which led to a lead safety switch. This lead remains in service. No adverse patient effects were reported. Additional information was received that this rv lead is a non-boston scientific product. This lead remains in service. No adverse patient effects were reported.